Event description:
It was reported by medical staff that the patient was on the step down telemetry unit, and doing quite well. On post-operative day #4 ((B)(6) 2015), flows began decreasing at 0200. Fluids were given and there was slight improvement in flows. The flows began trending downward again and the patient complained of dizziness. The patient was hypotensive (map 50s) with flows 2.5-2.8 l/min (down from 4.5). The patient had a large amount of frank blood draining from the chest tubes. The medical staff was instructed to push oral fluids and call the attending cardiologist. At 0630, the patient was found to be tachypneic and hypotensive with flows of 0.5 l/min., with frank blood draining from the chest tubes. A code respiratory was called and the patient was intubated; chest compressions were initiated and continued until the patient reached the operating room (the timeframe between the initiation of CPR and arrival to the or is not known). Once the patient was surgically opened in the operating room, the flows returned to normal limits; no source of bleeding was found, but the pericardium was noted to be full of clots. The patient was returned to the ICU following the surgery. On post implant date #6 ((B)(6) 2015), continuous venovenous hemodialysis (cvvhd) was initiated due to lab values and ischemic hepatitis. On post implant date #7, the patient was still intubated, was not following verbal commands, and was in multi-system organ failure (msof). On post implant day #8 ((B)(6) 2015), neurology consult was done and determined there was no intact neurological function. A meeting was held with the patient's family meeting held, and the patient's wife decided to withdraw care. The patient expired on (B)(6) 2015.

Manufacturer narrative:
Cardiac tamponade and multi-organ failure are known potential events that may be associated vad implant procedures. The IFU and patient manual provides guidelines for mitigation, and surgical and medical management of both conditions. Patients implanted with vad's may have a long history of chronic and/ or severe heart failure which may contribute to the development of cardiac tamponade. With a review of the available information there were no device malfunctions or performance issues that would impact the event. The site also reported that they believed there were no issues related to the device. Though the root cause of the reported event cannot be conclusively determined clinical factors that may have contributed to the patient's outcome related to the event are multifactorial, but may be attributed to the implant procedure and subsequent post-operative complications, the patient's past medical history, and other related comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: serious and life threatening adverse events, including death, have been associated with use of this device. All vad patients face risks. Log file information from the complaint: vad coordinator downloaded and sent in log files. Ten low flow alarms recorded on (B)(6)(B)(6) between (B)(6). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.